Manufacturer narrative:
Maude report: report number (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a handpiece. It was reported that there was a partial thickness (second degree) burn. Unknown patient outcome.